Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may be related to the surgery. The event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 314-02-34 - uhmwpe post aug glenoid large, right. 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 310-01-50 - equinoxe, humeral head short, 50mm (beta). 300-10-15 - equinoxe replicator plate 1.5mm o/s. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 18 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced a hematoma. A washout in theatre was performed for the patient and the outcome of this event is considered resolved. The case report form indicates that this event is definitely not related to the device and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.